Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5 13.2, -10.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Excessive vault were observed, the lens remains implanted. Cause of the event is reported as unknown. Per the reporter on (B)(6) 2021, "lens exchange is planned."

Manufacturer narrative:
B5: the reporter indicated that a 13.2mm, vicm5 13.2, -10.00 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Significant reduction of irido-corneal angels and excessive vault were observed, the lens remains implanted. Cause of the event is reported as unknown. Reportedly, elevated iop (26mmhg) but open angle. Cause of the event is reported as unknown. Per the reporter on (B)(6) 2021, "lens exchange is planned." Claim#: (B)(4).